Event description:
During a sinus maxillary frontal sphenoid and bilateral turbinate reduction surgery, the physician utilized the reflex ultra 45 plasma wand. It was reported the plasma caused burning up the shaft of the wand. As a result, the patient sustained a small (unclassified) burn to the inside of his nose. The wound was cleaned and sterilized post-operative. No further patient complications were reported as a result of this event.